Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the caller reported that they attempted to charge the ins using passive charging for 60 minutes today and the remote does not connect to the ins. The caller indicated that the numbers on the passive charging screen were always in the 90s and the values changed when they moved the recharger. The caller also stated that connecting to the ins has been an ongoing issue and the patient claimed that the ins was charged two days ago. During the call the caller attempted the disable and re-enable device function. The caller indicated that the remote did not connect to the ins. The caller started another passive charging session and then needed to end the call. The issue was not resolved through troubleshooting. The caller will continue charging with the patient. There was a device issue. Cause was not determined and issue not resolved. Rep to try again with passive recharge mode. The rep called to follow-up on this case. The caller reviewed information from previous notes. All of the external devices have been replaced; remote, recharger and controller battery, the ins has not been charged for a couple months. The patient has attempted about 60 minutes of passive charging at home on their own. Prior to calling, the caller indicated that they completed 3 or 4 passive charging sessions in the office today. The caller indicated that the number in the center of the screen on the passive charging screen was displaying a value of 100 in the center. The caller moved the recharger away from the ins and the number changed to 52. When the caller moved the recharger over the ins the number changed to 100. The caller attempted to disable and reenable the ins during the call and indicated that the remote did not connect to the ins. The caller was going to continue charging with the patient. The caller will follow-up with the physician and the caller thinks that the patient may want to have the device explanted and not replaced. A response was received from a manufacturer representative stating patient's issue was device related and states cause was unknown. Rep further states patient's issue has not been resolved. Additional information was received; it was reported the representative (rep) had been working with the patient for over a year. The rep had performed passive recharge about 25 times before calling in. The patient and physician was considering having the ins explanted. Troubleshooting was performed, passive recharge was performed, disable/re-enable was performed and passive recharge was performed again. The caller reported the patient's ins was very superficial, not deep, not tilted and easy to locate. Rep noted that prior to calling in they were unable to communicate ins to tablet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the cause of the event was unknown. It was noted the patient would have an explant or a replacement however, it was unknown which at that time. The issue was not resolved.